Manufacturer narrative:
(B)(4). Please note, that there was a difference in aneurysm measurements: site (university hospital zurich): maximum diameter of aortic aneurysm/lesion (mm) ¿ 55. Gore imaging services: maximum diameter of aortic aneurysm/lesion (mm) - 71. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm), endoleak and reoperation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Images were sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6) 2015, the patient underwent treatment of a 55 mm aortic arch aneurysm whereby a conformable gore tag thoracic endoprosthesis ((B)(4)) was implanted distal to the left common carotid artery. It was also reported a device (unknown) was implanted in the left subclavian artery to complete a chimney procedure. The patient tolerated the procedure and on (B)(6) 2015, was discharged from the hospital. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak with no report of aneurysm enlargement. According to the physician, there was nothing about the patient's anatomy contributed to the endoleak. The cause of the proximal type I endoleak was that a device used was too short. On (B)(6) 2015, an additional procedure was performed whereby an additional conformable gore tag thoracic endoprosthesis was implanted for treatment of the endoleak and an extension of the "periscope-stent-grafts" to left subclavian artery with a gore viabahn endoprosthesis. The endoleak was fixed. The patient tolerated the procedure.